Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture diagnosed by ultrasound for left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp broken on posterior assessed as fold flaw opening. Additional observations: stress marks observed. Crease fold observed.

Event description:
Physician reported implant rupture diagnosed by ultrasound for left side. Device has been explanted and replaced.